Event description:
It was reported that during an unknown procedure, when firing several clips some of the clips fell out without being shaped, they have been falling out between the firings, when one clip was used, the next clips fell out by themselves, when surgeon did the next firing, the jaws was empty, this caused the blood vessel to be cut but not sealed, this was repaired by surgeon. Same like product was used to complete the case. Procedure prolonged three minutes. No patient consequence to patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple attempts for additional information requested but not received: please clarify: the surgeon repaired, "do" harm to patient. Did anything fall into the patient? If so, was it retrieved? How? Blood vessel cut, what was the amount of blood loss? Transfusion, blood products required? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom?